Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that a patient received a high drain alarm. (A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume). This occurred after use, and the drain cycle the high drain alarm was in was not specified. The homechoice machine displayed high drain= 3946ml. The patient¿s total drain volume (td) was 12,253ml and total fill volume (tf) was 11,010ml. The total ultrafiltration was 1242ml. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device evaluation was completed. The event history log review verified the reported event of the increased intra-peritoneal volume (iipv) because it noted the high drain volume error 61590 (manual drain #61390) in the alarm log on the day of the event. There was no therapy log data for the time of the reported iipv. The hc had an external/internal inspection which revealed no issues. The device also underwent the functional and electrical return instrument test/evaluation (rite) which it passed. A short simulated therapy was performed and completed successfully. The pneumatic system was tested and found to be working to specifications. The hc device was determined to have met product specifications related to the reported iipv event. A review of the service history revealed no failures or problems that were the same as, or similar to the reported condition and there was no indication that the parts replaced during servicing caused or contributed to the reported event. Although the reported event was verified during the event history log review, the cause could not be determined after the evaluation of the device was completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.